Manufacturer narrative:
Follow-up # 1 date of submission 08/12/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2011 with the following findings: a review of the pump history indicated that rebooting occurred on 06/05/2011. Evaluation confirmed that the battery compartment and battery cap are intact, and that the battery cap tightens to resistance. The pump was exercised for 24 hours without any power interruptions. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
A family member reported that the pump reboots five times daily. Family member stated that it requires rewind, load and prime steps. Troubleshooting the pump resulted in no damage found to the pump or battery cap.